Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("multiple metallic coiled measuring 3.1 x 0.3 x 0.2 cm in aggregate") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of corpus luteum cyst (left ovarian corpus luteum cyst 2.0 cm), dyspareunia, pelvic pain female, headache, insomnia and night sweats. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1157 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic removal of bilateral essure device spatial salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery? No. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: specimen(s): bilateral essure devices. Final diagnosis: bilateral essure devices (gross only). Gross: the specimen is labeled "bilateral essure devices " with the patient's name and proper identification. The specimen consists of multiple metallic coiled measuring 3.1 x 0.3 x 0.2 cm in aggregate [ultrasound scan vagina] on (B)(6) 2015: diagnoses female pelvic pain. Narrative: retroverted uterus is mildly enlarged with 2cm adenomyoma present. Endometrial ablation is evident but endometrial cavity contains clear free fluid from cervix to right cornua. No endometrial cavity mass is identified. Left. Ovary contains resolving corpus luteum cyst with free fluid left adnexa to cul-de-sac. Right. Ovary and adnexa appear normal. No pelvic cyst or mass lesion. Uterus: 5.6x5.9x4.8cm (80cm3). Left. Ovary: 34x20mm. Right. Ovary: 33x13mm. Impression: adenomyoma. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device breakage (10012575). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added. Non drug treatment updated. Event device breakage added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1055 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1055 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.